Event description:
It was reported the dragonfly opstar imaging catheter was used in the left main and left anterior descending artery (lad) with calcification for pre- and post-image acquisition. During the contrast injection for the pre-image acquisition, a dissection occurred because the artery was highly obstructed, causing a contrast reflux that led to the dissection. The dissection was treated with the placement of a stent that was already scheduled to be implanted in the same location where the dissection occurred. A delay occurred as after the dissection, it was necessary to remove the dragonfly, and a balloon was used to open the lad. After the patient was stabilized, rotablation and stent placement were performed. The procedure was completed successfully post-image acquisition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A definitive cause for the reported patient effect of vascular dissection which resulted in a delay in treatment and unexpected medical intervention, and the relationship to the product, if any, cannot be determined; however, arterial dissection is listed in the dragonfly opstar instructions for use as a known possible complication which may occur as a consequence of intravascular imaging and catheterization procedures. The reported patient effect of arterial dissection is listed in the dragonfly opstar instructions for use as a known possible complication which may occur as a consequence of intravascular imaging and catheterization procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A definitive cause for the reported vascular dissection which resulted in a delay in treatment, unexpected medical intervention, angina, and the relationship to the product, if any, cannot be determined; however, arterial dissection and angina are listed in the dragonfly opstar instructions for use as known possible complications which may occur as a consequence of intravascular imaging and catheterization procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was provided:it was noted the patient experienced chest pain.